Manufacturer narrative:
The device was not returned to the MFR for evaluation.

Event description:
The unit was used intra-operatively for arterial implantation. Reportedly, the ring on the arterial catheter was not fixed. No pt injury was reported.